Event description:
It was reported that during impella 5.5 support, a battery overheating event occurred. A high battery temperature alarm activated while the patient was ambulating. Pump function remained normal, and the automated impella controller (aic) was exchanged with no subsequent issues. There was no patient complications.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D2a and d2b: corrected common name and pro-code. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the battery temperature high alarm was due to a communication anomaly between the battery and power battery management board.